Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir o-ring, broken battery tube threads, cracked display window corner and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack case and a broken reservoir compartment. It was also reported that the battery cap was damaged. The customer's blood glucose was unknown. Nothing further was reported.